Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Channel error was reported. There was no patient involvement.

Event description:
It was reported that where was a channel error with the 8100 pump module. There was no patient involvement.

Manufacturer narrative:
Correct b5, d10, g4, h3, h6 (method, results, conclusion) a review of the device history record for sn (B)(6) was performed from 10/02/2019 to 08/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.